Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
During primary total hip replacement surgery, the screw driver became stuck on the screw. After five minutes trying to remove the screwdriver from the screw, it pulled the screw completely out of the drill hole and the wound. After inspection, it was noted that the screw head did not show any damage and the screwdriver was not stripped.

Manufacturer narrative:
The devices associated with this report were not returned. Previous investigations found this failure mode for the instrument code was reviewed under (B)(4). Preliminary risk assessment (B)(4) was conducted in april 2015 and determined this failure was related to user dissatisfaction and resulted in broadly acceptable risks. Based on the investigation, no corrective action indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.